Manufacturer narrative:
Actual device was evaluated. The issue was confirmed. This device had severe damage, including the power cord where the plug was completely missing.

Manufacturer narrative:
Complaint # (B)(4) received. Device is expected to return for evaluation.

Event description:
Customer reports: this warm air 135 is not turning on, and when the customer opened the unit they found some discoloration on the fuse in the power board. Note: the device age is beyond its useful life.